Event description:
The reporter states that she obtained blood glucose comparisons with results 266mg/dl, 561mg/dl, 181mg/dl and 179mg/dl. On the accu-chek advantage system. Test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.